Event description:
Patient reported has had issues with the adhesive pad since the new design in 2020. Patient stated that the adhesive pad either comes lose or falls off right after application to several hours later. Patient stated he has tried to use tape to keep it adhered to prevent loss of insulin. Patient confirmed applications site was properly prepared prior to application.